Manufacturer narrative:
H10: the device was received for evaluation. During evaluation, upstream occlusion no occlusion was produced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The will be replaced to address this issue. During evaluation, no infusion, was not reproduced. The device was found to deliver within accepted range. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion when there was no occlusion during therapy. Additionally the pump indicated infusion was complete but no medication had infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.